Event description:
It was reported that the burr was stuck on guidewire. The 90% stenosed target lesion was located in the main artery. A 1.25mm rotablator plus and rotawire were selected for use. During the procedure, it was noted that the burr was stuck on wire. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.